Manufacturer narrative:
According to the available information from the dentist, the paraesthesia is decreasing but is still detectable. Because there is a fast improvement of the symptoms it can be assumed that the patient will fully recover. Generally, such cases are not unknown in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it was reported that after placement, a xive s plus implant seems to have affected the ID nerve, resulting in numbness. As a result, the implant was removed one day later.